Event description:
Ge received a notification regarding a patient's kidney being needlessly removed. The CT technologist, at the start of the exam, entered the patient information for a different patient than was actually being scanned. The resulting exam reportedly contained an image of a large mass on one of the kidneys. The technologist realized the error after the images had been networked for reading. The technologist called the reading facility to flag the error. However, the communication did not get effectively conveyed. The patient indicated on the image was sent for surgery. Upon finding a "normal" kidney, the surgeons discussed for some time but eventually decided to remove it. Investigation by ge has confirmed from the site that there was no CT equipment malfunction.

Manufacturer narrative:
A review of service records showed no issues related to the event.